Manufacturer narrative:
Analysis of programming history.

Event description:
The settings observed likely occurred at explant as there is no evidence to support that it was observed during the implanted period.

Manufacturer narrative:
Date of event, corrected data: follow-up report #1 inadvertently listed the wrong event date.

Event description:
A generator explanted due to end of service was analyzed and found to be at settings indicative of a faulted diagnostic test. Review of the programming history did not identify any faulted diagnostics that may have reprogrammed the device. It is unknown whether or not a faulted diagnostic test occurred prior to explant or during explant. No additional relevant information has been received to date.